Manufacturer narrative:
Conclusion: the reported problem indicates that the d-coil was getting hot and that skin redness and a first degree burn were observed. The device investigation showed mechanical damage on two of the received d-coils, which is indicative for a forced upside-down insertion of the d-coil cable. This would explain for the reported problem. This is a combined initial and final report.

Event description:
It was reported that the opus 2 external components kept shorting out and that allegedly caused a burn on the patient's head. As per patient's audiologist, the external coil was heating up. Additional information received stated that external equipment was already swapped out and that external coil heat up was observed 3 or 4 times resulting, in one occasion, in skin redness. However, no need for medical treatment was indicated. It was also stated that the replacement external coil was also revered. As per further information received, external coil heat was observed again causing a first degree burn.